Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report air bubbles in the reservoir. T/s per dop. Patient's bg is 187. Location of bubbles is the big bubbles are floating around. Customer also, reported that the reservoir leaked. Nothing further reported.